Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed consecutive alert 38 motor stall restart alerts twice, the device was restarted and rewound, and although no air or bent needle was observed, the infusion connector felt loose; the agent advised replacing all infusion supplies and documented lot numbers for the connector, cartridge, and infusion set, with blood glucose reported over 400. Symptoms included hyperglycemia with associated headache, nausea, and vomiting. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified with the infusion connector interface consistent with a device mechanical problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.